Manufacturer narrative:
(B)(4). Evaluation results: inherent risk of procedure (occlusion). Patient's condition affected effectiveness of device (anatomy related; small and tortuous iliac arteries). Evaluation conclusion: device failure/lack of effectiveness related to patient condition (anatomy related; small and tortuous iliac arteries).

Event description:
An endurant stent graft system was implanted in a patient for the endovascular treatment of a 5.6 cm in diameter abdominal aortic aneurysm. The vessel morphology was reported that the aortic neck was short in length, (exact length unknown) and the aortic neck was 24 mm in diameter at the renal arteries and 25 mm in diameter above the aneurysm. There was moderate in the aortic neck has moderate calcification and there is mild calcification bilaterally in the iliac limbs. The patient had a tight proximal left iliac artery that had a sharp bend coming of the aorta into the left iliac limb. The physician elected to implant a 9 x 37 bare metal iliac stent to achieve a better lumen. The pta did not help because of the natural kink in the vessel. There are no endoleaks and there is a good lumen. No clinical sequelae were reported and the patient is fine.